Event description:
It was reported that decreased r waves were observed three months post implant. Undersensing was noted. The lead was capped and replaced. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.